Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one resolute onyx des was implanted in the rca. Approximately 19 months post procedure the patient suffered musculoskeletal chest pain and was treated with medication. The patient recovered. The investigator assessed the event as not related to the index device or the anti-platelet medication. The sponsor assessed the event as not related to the anti-platelet medication and possibly related to the index device. Cec adjudicated the event as a mi in an unknown vessel and commented demand ischemia hypertension also occured.